Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient advocate stated this patients device system was infected and ultimately this patient passed away. This device has not been returned or is expected to be. No additional adverse patient effects were reported.